Event description:
(B)(6) fire department sent a lifepak 15 defibrillator/monitor for annual calibration and test. Upon removing the device from the box, I noticed the plastic enclosure was seriously damaged, and water and other foreign material could easily enter the device. I thought this unusual, and contacted the end user, who was quite surprised to hear this, and assured me the device is not heavily used, or subjected to abuse. Further, he indicated the device is only used a few times per day. The user expressed further dismay hearing this repair would cost approximately (B)(6) to complete. Additionally, this device is less than 2.5 years old. The device as functional as received, but seriously compromised. I have done this work for over 25 years, fifteen of them working for the manufacturer of this device. I am having to do an inordinate number of case changes, which the manufacturer attributes to degradation of plastic caused by cleaning agents. This is definitely possible, but tin this instance the enclosure was completely shattered, including areas no cleaning agents could reach. I have retained this part for evaluation if requested. This problem seems more prevalent on devices manufactured in the last five years. FDA safety report ID # (B)(4).